Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant on (B)(6) 2019, the physician was slitting the catheter and got caught on a kink in the lead. This caused the lead to pull out and a new lead was used. The patient condition is stable.